Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient was on the road when the cgm did not alert due to a signal loss. The patient was feeling severely tired before losing consciousness, so he stopped his car on the side of the road. The patient did not remember anything after losing consciousness. He became unconscious at approximately 10:00pm and was unconscious for more than 3 hours. The patient was found by the airport police, he was supposed to pick up his son from the airport but when he did not show up, the authorities were alerted and he was found unconscious by the police who called the paramedics to attend to the patient. The paramedics took the patient to the hospital, where he was treated with IV glucose. The patient recovered and was discharged after 12 hours. The patient reported that 'signal loss alerts are coming through' but the patient sometimes misses them, but the patient cannot remember if he saw any alerts at the time of the incident. At the time of the report, the patient was feeling better. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The probable cause could not be determined. No additional patient or event information is available.